Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6).

Event description:
It was reported that during procedure, the physician found the device had low energy. A noise was also noted coming from the device. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
Block e1: (B)(6). The device is not available for analysis; therefore, no physical analysis of the product could be performed. However, the device was serviced on-site by a field service engineer (fse). The fse confirmed the reported allegations. The equipment was making abnormal noises upon startup, it was low on coolant, the protective lens was damaged, and the optical path required alignment. The fse recommended a maintenance. The device was installed on (B)(6) 2020 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was completed and confirmed that the event of device - low power and device - noise, audible were defined in the risk documentation and are documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code "cause traced to component failure" has been assigned as the most probable cause.

Event description:
It was reported that during procedure, the physician found the device had low energy. A noise was also noted coming from the device. The procedure was completed with a different device. There were no patient complications.